Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. The literature is attached for additional information.

Event description:
Olympus reviewed the following literature titled " simplifying minimally invasive right hepatectomy." Literature summary: this prospective observational study evaluates the feasibility of ultrasound-guided hepatectomy (ugh) and compares its intraoperative and postoperative outcome to the established intrafascial approach (control group). A total of 62 patients were included (16 patients in ugh study group and 32 patients in control group after propensity score matching). The ugh study group included procedures where laparoscopic parenchymal transection was performed using thunderbeat ultrasonic shears for surface transection. The control group procedures did not identify the use of the thunderbeat ultrasonic shears. The median operative time was 310 min (iqr: 96 min) for the ugh group compared to 338 min (iqr: 107 min) for the control group (p=0.013), pringle maneuver was applied for 35 min (median, iqr: 30 min) within the ugh group compared to 25 min within the control group (iqr: 30 min), p=0.417. The complications were comparatively less in ugh group than control group. No difference was observed for aspartate transaminase (ast) and alanine transaminase (alt) levels on t0 (p=0.669 and 0.638), t1 (p=0.406 and 0.922) and t2 (p=0.0381 and 0.320) between the ugh and control group. Bile leak was observed in zero cases of the ugh group compared to 9 out of 32 cases (28%) for the control group, p = 0.020. Within the control group, 6 out of 8 complications were due to a relevant bile leak requiring ercp or percutaneous drainage. Zero bile leaks requiring intervention were recorded within the ugh group (p = 0.091). R0 resection rate was (B)(4) (13/16) for the ugh group compared to (B)(4) (21/32) for the control group, p=0.539. In conclusion, ugh appears to be at least comparable to the standard technique in terms of intraoperative and postoperative outcomes. Type of adverse events/number of patients: ugh study group (procedures which used the olympus thunderbeat ultrasonic shears). -postoperative complications (clavien dindo = iiia) (2) requiring. Surgical/endoscopic/radiological intervention, not under general anesthesia). Control group (procedures did not specify the use of olympus thunderbeat ultrasonic shears). -postoperative complications (clavien dindo = iiia) (8) requiring. Surgical/endoscopic/radiological intervention, not under general anesthesia). -bile leak (9) requiring ercp or percutaneous drainage. There is no report of any olympus device malfunction in any procedure described in this study.